Event description:
Fracture confirmed, fracture high impedance rv/svc coils >200 onms. Rv lead noise on carelink. If confirmation needed, capped/abandoned/removed (B)(6) 2020. Patient received (B)(6) inappropriate shocks, due to st. Jude durata lead fracture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).